Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was over 600 mg/dl. Customer treated their high blood glucose with injections. Customer reported that the infusion set was kinked and they had to change it. No further details given. Insulin pump will not be returned for analysis.